Manufacturer narrative:
The functionality of the vibrator was tested and the test result was ¿failed; the measured frequency of the vibrator exceeded the upper test limit by 6,54 hz. R&d returned a report stating ¿the test limits of the vibrator frequency are specified limits which are only relevant for the production process. Slight deviations like in the present case after a specific time of pump usage (here 792 days) are expected variations. Root cause for this variation is the grease which is added for lubricating purposes and which results in a time dependent manner in a slight variation of the initial frequency. This variation does not bear any risk as it is not noticeable for the customer.¿

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized while using the infusion device. The patient received a blood glucose result of 1440 mg/dl and was in a diabetic coma. At the hospital the patient was treated for hyperglycemia and was removed from pump therapy. The type of treatment given was not provided. The patient was admitted into the intensive care unit from (B)(6) 2019.